Manufacturer narrative:
(B)(4). Batch #u5a45f. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing.

Event description:
It was reported that during an assisted sigmoid colectomy, the doctor fired on ima vessels with no problems. On the second firing, the eschelon pse60a was used on the sigmoid colon using a gold reload. The tissue was not abnormally thick and the gold load appeared appropriate. The device fired and as the blade was coming back, there was no power, tried the reverse button, turned the battery around, and could not open device. Used the override to return to home position and opened the device. The staple line was fine, so the procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2020. D4: batch # u5a45f. Investigation summary: the analysis found that one psee60a device arrived with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was dry fired several times without a reload and functioned normally. Manipulation of the clamp release button during a test firing caused the device to loose power. Further manipulation of the clamp release button or the clamping trigger restored the power to the device. The device was disassembled and it was found that the clamp release switch actuator was out of specification.